Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2001. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 20-nov-2020, UDI#: (B)(4). Product ID: 8709, serial/lot #: (B)(4), ubd: 21-jun-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 1400 mcg/day) via an implantable infusion pump. It was reported that the pump was replaced on (B)(6) 2019 at which time a back table prime was performed and the catheter was unable to be aspirated. The physician flushed the catheter, with understanding and approval of drug in catheter being pushed through catheter to intrathecal space. The flush was successful but the catheter was still unable to aspirate back. On (B)(6) 2019 the patient presented at the emergency room with withdrawal symptoms and received oral and intravenous baclofen. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. A catheter revision surgery was scheduled for (B)(6) 2019. The issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.